Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a defect of the centrimag motor cable was suspected during routine preventive maintenance. A pump not inserted alarm was noted when a demo loop was used. The motor was removed from use.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an m2: motor disconnected alarm occurring when the motor was connected was confirmed. The returned centrimag motor (serial number (B)(6) was received at the european distribution center. The motor was connected alongside known working test centrimag equipment, and an m2: motor disconnect alarm was observed despite the motor having been connected. The continuity in the motor¿s cable was measured, and an open loop was found in one of the motor¿s drive phases. Due to the observed wire fatigue, the motor was advised to be scrapped. The motor was scrapped; however, it was also returned to the customer upon the customer¿s request, and the customer was informed that the motor is not for use. The root cause of the observed wire fatigue within the motor¿s cable was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 8. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.